Manufacturer narrative:
E1 address line 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope exhibited looseness at the tip of the light guide connector section. The issue was found during maintenance. There were no reports of patient involvement.